Manufacturer narrative:
Per the instructions for use (IFU), valve malposition are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. There may be cases in which the valve is not able to be deployed at the intended location for various reasons. This may require deploying the valve at a non-target location, typically in the descending aorta. Although, generally well tolerated, the long term effects are not completely understood. In this case, per report, patient factors (calcified vessels) contributed to the reported event. No device malfunction was identified in the report. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by our (B)(4) affiliate, during the implant of a 29mm sapien 3 valve, in the aortic position, the valve was deployed in the left femoral artery. As reported, the 16fr sheath was unable to be advanced into the vessel due to a nodule of calcium near the femoral head. After ballooning the vessel a decision was made to proceed with the crimping of the valve. The delivery system was advanced to the end of the sheath but the valve became stuck on the vessel calcium. After multiple attempts of trying to advance the valve and remove the valve, a decision was made to deploy the valve in the left femoral artery. This enabled the calcium to be covered and the delivery system was successfully removed from the patient. The original valve was covering the calcium and the second sheath passed through and a second delivery system/valve was deployed successfully.

Manufacturer narrative:
The delivery system and two loader (hubs and tubes) were returned for evaluation. Visual inspection revealed the peel away was removed from both loaders, ¿strings¿ of plastic on both loaders from the peel away, flex shaft was compressed proximal to flex tip, a kink was noted approximately 67mm from the flex tip, and a kink on the delivery system near the strain relief was present (likely due to packaging). No other abnormalities were observed. Functional testing was not performed due to the nature of the complaint and the returned condition of the device. Dimensional testing was performed and the flex tip outer diameter was within specification. The complaint for ¿loader ¿ resistance with delivery system and delivery system ¿ withdrawal difficulty ¿ valve through sheath¿ was confirmed based on condition of returned device. However no manufacturing non-conformances were identified. Procedural factors that are known to contribute to loader resistance with delivery system include the following: improper de-airing (leaving residual fluid inside inflation balloon and/or enlarged balloon profile due to overly inflate past 20-30% during de-airing process), improper crimping/mounting and loader wetting process. Patient/procedural factors that are known to contribute to difficulty retrieving a device prior to thv deployment include the following: patient vascular calcification/vascular tortuosity, sheath insertion angle, coaxiality of the device being retrieved, and position of the flex tip on the delivery system during retrieval (procedure instructs the use to ensure flex tip is still over the triple marker). Valve deployment at unintended location is listed in the instructions for use (IFU). Additionally the thv physician training manuals instruct on the fact that calcification may reduce lumen diameter and limit or prevent transfemoral passage of devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. The complaint for loader ¿ resistance with delivery system and delivery system ¿ withdrawal difficulty ¿ valve through sheath was confirmed, but no manufacturing non-conformances were identified during evaluation. Available information suggests that patient factors (vessel calcification) led to the device being deployed in a non-target location at the femoral artery. No labeling or IFU inadequacies have been identified. Review of complaint history revealed that the occurrence rate did not exceed the september 2017 control limits for applicable trend categories. Therefore, no corrective or preventative action is required at this time.